Event description:
Customer reported that the insulin pump stopped working. Customer stated that the insulin pump would not turn on despite multiple battery changes. Customer stated that they had to continuously press buttons to get it to work. It was noted that the pump and the infusion set were getting stuck. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.